Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer¿s blood glucose level. Additional information was not provided. Multiple follow up attempts were made to obtain additional information; however, a response was not received.